Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: mechanical interaction with tissue (cardiac perforation): the pump was not returned for investigation. Data log review was not required for this case run. The cause of the issue was not determined without returned product and sufficient clinical details. Device history review: the pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during insertion of the impella device, a left ventricular perforation occurred. The patient subsequently expired.